Event description:
The patients' symptoms included heart failure symptoms, pulmonary edema, shortness of breath, and fatigue. The cause of the ofg obstruction was not determined.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction was confirmed based on the submitted CT image. The CT image showed a deformation of the outflow graft under the outflow graft bend relief, which appeared consistent with an extrinsic outflow graft obstruction (eogo). The submitted controller event log file contained events on (B)(6)2024. One low flow flag was captured at 20:49:46 when the estimated flow reached 2.4 lpm but did not persist long enough to trigger a low flow hazard alarm. Of note, several pi events were observed throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient's flows reportedly returned to baseline following the intervention procedure. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a6: patient information is pending follow-up with hospital. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had a near total outflow graft obstruction and underwent decompression on (B)(6) 2024. A computed tomography angiography was taken. Log files were sent for review. In the periodic log file, it looks like the flow began consistently remaining below 4.0 lpm on (B)(6) 2024. No alarms were noted. Patient flows returned to baseline post intervention. They were taken off all pressers/inotropic support.